Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that, during preparation for a coronary drug eluting stenting treatment procedure, stent damage was identified. Upon examination of the taxus express2 3.00 x 16 mm drug eluting stent, a stent strut was found to be sticking out. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".